Event description:
It was reported that the patient passed away on (B)(6) 2026 while on hospice care. The patient chose to transition to hospice care to focus on their quality of life and pain control after a worsening driveline infection and the patient not wanting to be on intravenous (IV) antibiotics. The death was not considered to be device related and the device operated as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.